Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 29 mg/dl. The customer did not provide details of treatment. The customer stated that they were sweating and their sensor fell off. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.